Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI), # h4 manufacture date were required. D1 - brand name - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model # - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, - corrected unique identifier (UDI)#:(B)(4). H4 - manufacture date - previous manufacture date: missing, - corrected manufacture date: 11/24/2020

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received logs confirmed the reported low supply pressure alarm in 2023-11-27. According to fse, the reported problem could have been caused by an imperfect seal of the plug and the compressed air intake, caused by incorrect insertion of the plug by the user. Since no malfunction was found during examination, therefore the root cause could not be determined.

Event description:
It was reported that the ventilator alarmed for low air supply pressure during ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).